Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The issue was found to be a faulty optical sensor on the main board. The main board was the cause of the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during a surgical procedure, a smiths medical cadd medfusion pump exhibited error report alarm? Motor not running'. No adverse effects were reported.